Event description:
It was reported that an alert triggered due to sensing difficulty, oversensing, noise, and an apparent lead fracture. The pocket was reopened and the header block examined and fluoroscoped, with no apparent abnormalities found, and noise was not present when the lead was manipulated. However, the lead was then connected to the analyzer and despite using different cables, there was noise and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned.